Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard perfix plug (device 1) implanted on (B)(6) 2009. There is no allegation related to the kugel patch (device 2) implanted on (B)(6) 2016. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device 2). Ni/ni/ni - the patient was injured. As reported, the patient's attorney alleges a general claim related to the perfix plug (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 9 months post implant of perfix plug, patient was diagnosed with nerve damage, hernia recurrence, adhesions, scar tissue and pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence and adhesions as possible complications. Note, the date of manufacturing (15-sep-2008) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d4 (product catalog no, corporate lot no, expiry date, UDI no), d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009 - the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). On (B)(6) 2016 - the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device 2). Ni/ni/ni - the patient was injured as reported, the patient's attorney alleges a general claim related to the perfix plug (device 1) "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) -2009 - patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per operative notes, ¿the hernia sac was excised and removed. A mesh plug (device #1) was placed into the defect and approximated using sutures.¿ on (b)(b) 2016 - patient was diagnosed with pain, bilateral inguinal hernias thereby underwent laparoscopic repair with the implant of kugel hernia patch (left - device #2) and kugel hernia patch (right - device #3), explant of perfix plug (device #1) and left ilioinguinal neurectomy. Per operative notes, ¿a medium oval kugel hernia patch (device #2) was placed on the left side and a small oval kugel hernia patch was placed on the right side (device #3). Both were stapled in iliopubic tract using secure strap absorbable tacker. The left groin was then entered excising previous scar. The previously placed perfix plug (device #1) found densely adherent to the ilioinguinal nerve, which was divided and the mesh dissected gently away from the cord structures and removed.¿ attorney alleges that the patient had adhesions, pain, hernia recurrence and emotional injuries.